Event description:
A malfunction alarm was reported, and it was noted that no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset, and there was no recurrence of the malfunction code afterward. The customer was advised to call back if the malfunction reoccurs and expressed understanding of the instructions given.